Event description:
Reported as physician "added saline, but could not withdraw saline." In follow up with another physician, saline was successfully withdrawn, but fold in tubing was observed. Event further clarified: patient had access port explanted and replaced.